Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor cannula break. When removing the sensor the cannula broke through the center circle at the top of the base. The sensor cannula was no longer attached to the sensor. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Root cause determined to be sensor pull-up through needle hole during insertion. Summary of activities performed located here. Sensor retracted.